Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of our examination lights ¿ lucea 10. It was stated and also confirmed by photographic evidence, the disengageable handle was missing. This device is in use as a support lamp at night in the neonatal ICU. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off during examination may lead to potential infection of the patient. Based on an information gathered, defective handle was replaced and the device is operational for clinical use. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: regarding the picture taken on the site, the handle is broken at its axis, the fracture was through overstress rupture on the handle. The handle breakage may be caused by incorrect tightening or impact. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On 24th may, 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 10. It was stated and also confirmed by photographic evidence, the disengageable handle was missing. This device is in use as a support lamp at night in the neonatal ICU. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off during examination may lead to potential infection of the patient.